Event description:
It was reported there was intermittant loss of communication with devices, both wired and wireless, and inability to interrogate a device. Repeated loss of wireless communication occurred during a case. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found intermittent "wired" telemetry, due to a loose programmer rf (radio-frequency) head connector, which was the result of printed circuit board damage. No fault was found with wireless telemetry.